Manufacturer narrative:
(B)(4). The reported high impedance issue was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing on the ate; which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, and it communicated with all lab utilities..

Event description:
This report was initially sent stating ipg was replaced due to ineffective therapy caused by high impedances. Based on information obtained, decision is not reportable at this time. Product performance engineering confirmed no anomalies found with ipg and issue was related to a lead fracture.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09603, related manufacturer reference number: 1627487-2019-09602. It was reported the patient is not receiving effective therapy due to high impedances. It was reported that the patient's entire system was explanted and replaced. Effective therapy was restored postoperatively.